Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot# v011456, implanted: (B)(6) 2007, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that a patient had stimulation in the wrong location. It was stated that stimulation used to be in the patient¿s bottom half starting in the hips and legs, but for the past couple of years and it has been going higher up her body. It was stated that for the past 2 years she now felt it up to her armpits and it was ¿vibrating her lungs¿ and it ¿made her insides upset¿. It was noted that the patient was going to see the healthcare professional (hcp) tuesday (B)(6) and she wanted a manufacturer¿s representative present for reprogramming. Additional information received reported that the patient had anterior stimulation in the torso. It was reported that since a fall 2 years ago, the patient has had a problem with feeling stimulation in the ribs and was having more pain. It was stated that the patient used to only feel stimulation from the top of her legs down, but this changed after the fall. It was stated that the patient ¿can¿t stand it anymore now¿ and wanted to have her system checked. It was reported that an x-ray of the leads was done which was negative- the leads were in the same position. It was noted that the rep was paged to see the patient.